Event description:
The user received high results for calcium on the integra 400 plus analyzer (i400+), which resulted lower when repeated on a beckman dxc800 analyzer at another facility. The user was not sure if this issue has been an ongoing issue or if it started this last week. The number of patient samples involved in the event is unknown. The user provided results for one patient sample which gave discrepant results on (B)(6) 2010. The initial calcium result gave 11.5 mg/dl. On (B)(6) 2010 the sample was repeated twice on the i400+ analyzer giving 11.2 mg/dl each time. The same day the sample was sent to another facility and tested on the beckman dxc800 analyzer which yielded a calcium result of 10.5 mg/dl. The user said the physician pointed out the difference in calcium recovery between the i400+ and beckman dxc800 analyzers. The user did not believe the results from the integra analyzer were erroneous. No adverse events have been alleged regarding this event. The calcium reagent lot number was 62492901. The field service representative determined the bias in calcium results was normal between the two analyzers. He ran performance tests which resulted within specification.

Manufacturer narrative:
Additional information provided regarding sample types used for patient sample already reported in initial medwatch report. The initial and repeat calcium results generated from the integra 400 plus analyzer were run on a serum sample collected from the patient. A second plasma sample collected from the same draw as the serum sample was sent to the other facility and run for calcium on the beckman dxc800 analyzer. Discrepant calcium results were provided for one additional patient sample not reported in initial medwatch report, which occurred on (B)(6) 2010. Female patient, date of birth of (B)(6). The initial calcium result run from a serum sample on the integra 400 plus (i400+) analyzer resulted at 10.6 mg/dl. A plasma sample collected from the patient at the same time as the serum sample was sent to another facility and run on a beckman dxc800 analyzer which gave a calcium result of 9.8 mg/dl. The user did not believe the calcium results from the integra analyzer were erroneous. No adverse events have been alleged regarding this event. Diagnosis of hypertension, polymyalgia and cardio was provided for this patient. Date of event corrected to (B)(6) 2010.